Event description:
The physician was attempting to treat a lesion in the lad using an endeavor resolute drug eluting stent. The device was removed from packaging per IFU, inspected and prepped with no issues noted. The lesion exhibited 90% stenosis, was moderately calcified and the vessel was excessively tortuous. It was reported that the lesion was pre dilated using a 2.0 x 20mm balloon catheter. Resistance was encountered when advancing the device and could not cross the lesion. No additional force was used. When the device was removed from patient it was noted that the stent was deformed. The procedure was ended. The physician believes that the event was due to use of device in difficult lesion morphology anatomy. There was no injury to patient. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: stent deformation, lesion morphology - 90% stenosis, moderately calcified and excessively t ortuous, no device received for evaluation, device or procedural notes not returned for evaluation. Conclusions: stent deformation, lesion morphology - 90% stenosis, moderately calcified and excessively tortuous, device or procedural notes not returned for evaluation. (B)(4).

Manufacturer narrative:
Evaluation, results: operational problem (lesion morphology - 90% stenosis, moderately calcified and vessel was excessively tortuous). Deformation issue (stent).

Event description:
Evaluation summary: the distal tip was flared. The stent was severely deformed with raised struts.